Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported by the patient that since the device was implanted they have felt dizzy when sitting up after lying down. The primary physician directed the patient to discontinue taking prostate medication. The device is still in use. No further patient complications have been reported as a result of this event.